Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Patient got from the doctor an antibiotics therapy for the infection and now it is almost healed. She has put the transmitter on today and it seems everything is working well.

Event description:
Senseonics was made aware of an instance where patient developed infection at the insertion site. Skin has swollen and surgical cut seems to be slightly open (without pus). Patient says that she suffers a few dermatologic conditions at the moment the rest of the skin on her arm is irritated, even though insertion site is only swollen with no particular irritation symptom.